Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v015251, implanted: (B)(6) 2007, product type: lead. Product ID: 3387s-40, lot# v031485, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4)

Event description:
It was reported that two nights before the report the patient was charging while she was asleep. The patient's husband said in the morning that her battery showed as full. On the day of the report, the battery still showed full and the patient's tremor had returned. The husband checked the implantable neurostimulator (ins) with the patient programmer and it was off. He turned the stim back on and the patient felt that she was shocked. The tremor was resolved. The husband and patient denied turning the device off. The patient was not in antenna located mode on the recharger. The husband denied being in any utility menu and said that they were just charging as normal. The on/off keys did not work on the recharger. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.